Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that pre-operative, the customer took the device from the shelf and noticed that the packaging was broken indicating a hit in a small area. The customer suspected that the inner sterile barrier or device integrity was compromised and it was decided to not open the box or use the device. The customer could not be sure of when the damage to the box occurred. A different device was used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device was damaged with a dent.the packaging was extrinsically damaged.the inner package and outer sales box were extrinsically damaged (crushed). The shrink wrap was torn. The analyst noted that although the inner packaging was damaged, the packaging was not punctured or compromised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.